Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 550:320 was confirmed and clarified as failure code 500:320:654:0000 during product evaluation in the pump's event history. This condition was caused by the user holding the panel lockout key continuously for more than 50 seconds. There was no repair necessary to correct the condition. Additional information: the root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected use error.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 500:320. This condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.